Manufacturer narrative:
A ge service rep performed an on site investigation. Based on investigation, the sram needs to be replaced. Replacement was completed the following day and a system test was completed. The system functioned as intended. System placed back into service.

Event description:
It was reported that the 9600+ system booted to checksum errors on the mainframe. No pt involved.